Event description:
The customer reported that after they washed the canopy, they were setting it up and zipped both access windows closed. The customer realized that there was a gap/opening in the zipper and figured the sliders were broken. There was no pt contact or injury that occurred.

Manufacturer narrative:
Results: eval of the returned product found that on both panels a and b the pt access windows zipper slider bodies are open. Window side c zipper tape is frayed. Window side b the zipper pull tab is missing. The top ridge zipper has 3 elements that are bent. Panel side c left leg cover has one inch broken stitches in the seam. Note: instructions for use has warning statements: never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Quick-release buckles must be clipped to all four access panel zippers before leaving the pt unattended. (B)(4).